Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet with flail, mitral annular calcification (mac), chordae calcification, and slightly thickened leaflets. A mitraclip ntw was prepared per the instructions for use (IFU) and inserted without issues. However, while steering down to the valve, situational steering was utilized to correct and aortic hugger and gain height. While in the valve, it was noted that there was some device shadowing over the anterior leaflet, but the clip was easily visualized. The clip was deployed on the mitral valve. However, after deployment, the clip detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xt was then inserted and deployed medial to the slda clip, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult positioning was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.